Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens in the patient's left eye (os) on (B)(6) 2015 and elevated iop associated with excessive vault was observed. The patient's left pupil is larger than the right. Significant reduction of irido-corneal angles was observed. The lens was explanted and exchanged for a shorter length lens and this resolved the problem.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).